Event description:
It was reported that this pacemaker exhibited an abnormal decrease int he remaining longevity. Device data was submitted to technical services for review. Analysis of the device data confirmed the battery was depleting faster than expected, and device was replacement was recommended for within 90 days. The physician was notified with the results and planned to see the patient again earlier than the scheduled follow up in six months. No replacement date has been determined. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited an abnormal decrease in the remaining longevity. Device data was submitted to technical services for review. Analysis of the device data confirmed the battery was depleting faster than expected, and device was replacement was recommended for within 90 days. The physician was notified with the results and planned to see the patient again earlier than the scheduled follow up in six months. No replacement date has been determined. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating no further actions have been taken. The device remains implanted and in service. Additional information was received indicating the patient had a device follow up in june and the physician planned to replace the device. This device was explanted and replaced in july. No additional adverse patient effects were reported. The explanted device was not returned as the physician did not request a product analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The explanted device was not returned for analysis. If pertinent information is provided in the future, a supplemental report will be submitted.